Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause was a defective inlet valve on the pumphead module. The pumphead module has been replaced. Additional information: a service history review revealed that the device has not been previously serviced for the reported condition.

Event description:
During baxter's review of the event history for another report, it was discovered that failure (B)(4) occurred during infusion, which caused an interruption during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is 6.13.90, categorized as remediated.

Manufacturer narrative:
(B)(4). A trend review has been performed and there have been similar reports made to baxter. The root cause investigation will continue to be investigated through CAPA (corrective and preventive action) investigation (B)(4).

Manufacturer narrative:
(B)(4). Additional information: the device is currently being evaluated. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.